Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on (B)(6), 2010 at 4:00pm. It is not known if the patient made any changes to her diabetes management as a result of the alleged issue. The patient claimed she felt nervous 15 minutes after the issue started. The patient denied receiving medical treatment. At the time of troubleshooting, the cca confirmed that the subject meter's batteries did not need to be replaced per the owner's booklet recommendations. The cca noted that the patient was using the correct test strips and that there was no known misuse to the product. The alleged power issue remained unresolved. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.